Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, episodes of post-paced oversensing were observed on the right ventricular (rv) lead. Technical support was contacted and recommended reprogramming in order to avoid the oversensing. The patient's condition was stable and will continue to be monitored upon follow-up. Related manufacturer reference number: 2938836-2017-24400.